Event description:
It was reported the pt's ((B)(6)) ipg was replaced due to the inability to establish communication with the device via the programmer. Previous efforts to resolve this matter through noninvasive intervention proved unsuccessful. No further issues have been reported following the procedure.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. A programmer communication error 2500 was showing on the display of the returned device. There was no add'l info concerning the device programming history or f/u info. The returned ipg failed to communicate with the wdl utility due to the device battery voltage being below the minimum to sustain communicate and stimulation output. The device passed all electrical testing when using an external supply as a power source. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.